Event description:
It was reported that during a surgical procedure the device felt loose, which could lead to inaccurate values. No impact to the patient or procedural delays were reported by the user facility for this event.

Event description:
It was reported that during a surgical procedure the device felt loose, which could lead to inaccurate values. No impact to the patient or procedural delays were reported by the user facility for this event.